Manufacturer narrative:
(B)(4). Date initial report sent 1/5/2016. (B)(4).

Event description:
According to the reporter: surgeon used the stapler to divide the colon. He went back to do the colostomy and noticed feces coming out of the staple line. The staple line was removed because he needed to make the colostomy. Additional information has been requested from the account.